Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the patient event of hypotension, unresponsiveness and cardiopulmonary arrest and the fresenius 2008t machine. However, there is no documentation that shows a causal relationship between the adverse event and the 2008t machine. There were no reported issues with the machine during hemodialysis (hd) treatment. It is suspected that the adverse event is related to the patient eating during hd treatment. Food intake during treatment is a known cause for intradialytic hypotension. Food intake leads to displacement and shift in peripheral blood circulation to visceral blood circulation, so that the blood flow rises as eight times during the digestion of food in the villi and adjacent areas of intestinal mucosa. Food consumption, initially increases the heart rate and thus increases the cardiac output, but after increasing liver and visceral blood flow, reducing systemic vascular resistance and thereby reducing the overall venous return and blood accumulation in the viscera, both heart filling and cardiac output would reduce and finally could lead to hypotension. Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility reported a patient that became unresponsive approximately two hours into a scheduled three hour and forty minute hemodialysis (hd) treatment on a fresenius 2008t machine and a full code was called. The patient¿s blood pressure (bp) was 105/44 and pulse 96 at the start of therapy. The patient was well at each scheduled safety check. Around two hours into therapy, the patient motioned, requesting assistance, and became unresponsive. The patient¿s bp was 98/75 and pulse 93 and faint. The onsite physician responded with the hd nurse. The patient¿s head was lowered and 1500 ml of saline was administered (unknown intravenous (IV) site utilized). The patient¿s bp dropped to 68/51 with a pulse of 120. The physician removed food from the patient¿s mouth. Oxygen (o2) was administered via artificial manual breathing unit (ambu) bag and the automated external defibrillator (AED) was applied (unknown rhythm). It is unknown if shock was advised. Epinephrine (epi) was administered and the patient became responsive. The patient¿s treatment was discontinued. It is unknown what additional resuscitative efforts were performed. The patient was transported to the emergency room (ER) via emergency medical services (ems) and subsequently hospitalized (exact dates unknown). Additional details regarding the patient¿s hospital course are unknown as the discharge paperwork is not available. The nurse administrator did confirm that the patient has since been discharged from the hospital and has returned to hemodialysis treatment at the clinic with no further issues. The nurse administrator suspects the patient¿s blood pressure dropped, causing the patient to become unresponsive, due to eating during treatment. The nurse administrator reported that there were no reported issues related to the treatment or the device prior to the patient becoming unresponsive.